Event description:
It was reported that the patient presented at the emergency room for non-cardiac issues. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made to resolve the issue. The patient experienced no consequences.